Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) via a patient (pt) regarding an external device. Nld013172n. The reason for call was rep met with patient and pt had complaints about taking too long to recharge. Rep said it took over an hour to recharge to 30% with excellent quality. Patient's recharger was replaced recently. Technical services(ts) reviewed with rep that if patient was recharging and kept the screen awake then it's normal for recharging to take much longer. Further troubleshooting also revealed that patient's recharging speed was at 1 because pt had issues with heating. Ts recommend going to speed 3 and if patient still has heating then go to speed 2, but patient has to monitor recharging with green light on the controller rather than waking it up, which would cause recharging to take much longer. The rep clarified that the ins had been heating and causing discomfort for the patient when charging. Event date was reported as (B)(6) 2022. The cause of the long recharge time was recharge speed and temp had been turned down to 1 accidentally. The cause of the initial heating is unknown. Re reported the steps taken to resolve the issue are they found a "happy medium" as the patient's ins does not feel hot when charging on settings 1-3, and the patient was instructed to turn the recharging speed and temp to either 2 or 3 so it is cooler than using settings 4, but charging faster than settings 1. The issue has been resolved.